Manufacturer narrative:
This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported device (model: cd2207-36) sensing anomaly could not be reproduced in the laboratory. The device was tested on bench and on the automated test equipment (ate) system. The device's sensing functionality was normal throughout testing. The device met all test specifications. The cause of the sensing anomalies was found out to be due to lead damage.

Event description:
It was reported that the device exhibited high pacing threshold and sensing anomaly. The device was explanted.